Event description:
Reporter indicated that vns pt was explanted due to infection. The pt was prescribed an 8-week course of IV antibiotics and will be re-implanted in six to twelve months. It was reported that pt was doing fine with no signs of infection at follow-up visit after explant.